Event description:
Patient was revised to address acetabular cup loosening, pain and osteolysis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Litigation papers allege the patient suffered pain, soreness, and discomfort; difficulty walking and performing routine activities; inability to lead a normal life; excessive levels of chromium and cobalt in her blood; anxiety and revision surgery. Revision surgery revealed the acetabular component that was not well-fixed, brownish-stained synovial fluid with a foreign body reaction-type appearance, cystic resorptive changes, and necrotic soft tissue with metal deposition and reactive changes. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.